Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over than 600 mg/dl. Customer stated that last monday he had to start using his paradigm insulin pump because the pump stopped priming the piston did not move in the inside of the insulin pump at all now was giving insulin flow block alarm. It was unknown if customer used auto mode feature at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 37 alarm and the device seats immediately during the displacement test due to dried insulin on the motor slide. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify insulin flow blocked alarm due to prime anomaly.